Manufacturer narrative:
As the meter's date of manufacture is unknown. Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
Returned meter (B)(4) was tested. The complaint did not confirm. The device performed according to normal specifications. This is a final report.

Event description:
An adc customer reported that his meter would not turn on and he's been unable to test. The customer further reported that on (B)(6) 2011 he noticed a "marking on his leg caused by high blood glucose." He was seen by a doctor at a heath care facility, diagnosed with hyperglycemia and treated with bactroban antibiotic. No additional information was provided. There was no report of death or permanent impairment associated with this report.